Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handle would not accept the reload. When a reload was eventually placed onto the handle it would not function. The device did not fire.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* ultra universal xl stapler. Visual evaluation of the instrument found no abnormalities. During functional testing when the instrument handle was actuated, the loading unit jaws would not clamp. Internal examination of the device revealed a missing component. Further evaluation determined that the component was improperly assembled during the manufacturing process. Improvements have been implemented to mitigate this condition. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy , the handle would not accept the reload. When a reload was eventually placed onto the handle and it would not fire. New handle was used to complete the procedure. There was no patient injury.